Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was also programmed with multiple test boluses and monitored. All boluses delivered properly. No bolus anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked case at reservoir tube window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 363 mg/dl and at the time of hospitalization was 188 mg/dl. Customer stated they were up to 363 mg/dl and they bloused. Customer reported they ate 35 carbohydrates and it delivered but they were still at 363 mg/dl. Customer went to work and they have had high numbers all week. Customer stated they were taken to the hospital. Customer already previously completed troubleshooting. Customer was in emergency room as a result of high blood glucose. Customer was started on fluids. Customer was alleging possible pump under delivery as they will deliver bolus but blood glucose were not coming down. The insulin pump will be returned for analysis.